Event description:
Information was received from a company representative regarding a patient receiving fentanyl (592 mcg/ml at 419.20 mcg/day) and prialt (3.6 mcg/ml at 2.5492 mcg/day) via an implanted pump. The indication for pump use was spinal pain and complex regional pain syndrome type I. It was reported that the patient's dose was too high. The patient felt sleepy, almost out of it. The symptoms had come on suddenly. The patient saw the physician on monday ((B)(6)-2016) because they felt sleepy. The physician was considering the ER (emergency room) because the patient was almost out of it. The physician decreased the dose (prialt to 2.0014 mg/day and fentanyl to 329.11 mcg/day) and as of (B)(6)-2016 the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.